Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no visual abnormalities were found. Next, tested the sheath for leaks by plugging the distal tip and creating both positive and negative pressure environments within the sheath. The sheath passed leak testing under all conditions. No leak paths were identified at any point during testing. Based on all the available information the investigation concluded that no problem could be detected with the returned device. The reported failure was not reproduced during analysis and the device presented with no deficiencies that could have caused or contributed to the event in the allegation.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the device during aspiration. After the dilator was removed irrigation was started and the catheter was inserted into the sheath. The handle of the sheath was in a water bath at this time and bubbles were visible in the sheath's shaft at this point. They were difficult to remove and required 4 aspirations to clear. The original sheath was then used to complete the procedure with no patient complications. The sheath has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the device during aspiration. After the dilator was removed irrigation was started and the catheter was inserted into the sheath. The handle of the sheath was in a water bath at this time and bubbles were visible in the sheath's shaft at this point. They were difficult to remove and required 4 aspirations to clear. The original sheath was then used to complete the procedure with no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.